Event description:
Tip dislodged from catheter and needed to be retrieved in the patient. Tip was retrieved and patient is fine.

Manufacturer narrative:
Lot history record review: the lot history records of the reported lot were reviewed for any abnormalities, which may have contributed to the complaint. Issue components - nothing found that would have contributed to the reported complaint. Review of the returned sample: the complaint was returned for evaluation and the following was observed: the catheter, tip and the packaging label were returned or evaluation. The guidewire was not returned for evaluation. The straightener has been removed from the catheter. There is a kink in the catheter shaft 49cm from the hub. Attached to the distal tip is a .4cm section of soft tip. This soft tip section is drawn down and the break appears jagged. The soft tip section is 5cm in length. There is a 1cm section of the soft tip that is accordioned. The accordioned section has the appearance of the guidewire. The tip is jagged, thin as if it has been stretched and rolled back. The label states the catheter is a 4fx80x.035 and expires 10/2009. Conclusion: the complaint investigation has been confirmed. Based on the condition of the returned sample it appears as if the soft tip necked down on the guidewire and stretched until the breaking point. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. The instructions for use state the following in reference to this complaint type: when retracting catheters, great care must be taken to avoid exerting excessive pressure at the groin entry site. Excessive pressure may result in damage to the vessel, the catheter or both. Angiodynamics angiographic catheter are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label. Guidewire use has been associated with a greater incidence of thrombus formation. Optimal guidewire size and judicious use are recommended. If resistance is encountered during catheter manipulation, determine the cause under fluoroscopy and take the necessary remedial action. If resistance is encountered when removing the guidewire from the catheter, simultaneously remove the catheter and guidewire as a single unit under fluoroscopy to prevent potential vessel and product damage. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.